Event description:
It was reported that the pump exhibited a cassette error and that the screen needed replacement. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, d3, g1, and g2 email is: (B)(6).

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a broken tamper seal, a bent latch lock, and a cracked battery compartment. A review of the device's event history log found a record of a ?cassette not attached properly' alarm. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the most probable cause is the dso sensor. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(6).